Event description:
It was reported that a user of the ilet bionic pancreas experienced episodes of elevated blood glucose, with a maximum of 220 mg/dl lasting approximately 4¿5 hours, while using an inset infusion set and dexcom g7; troubleshooting identified a potential infusion site issue, and the user replaced the infusion set with subsequent return of glucose to range. Investigation included user interview, device-use review, and troubleshooting and education. Further investigation of this case revealed that a probable infusion set/cannula issue was suspected due to a history of bent cannulas and resolution after set replacement, while the ilet device functioned as designed. The user reported symptoms included hyperglycemia with alerts above 300 mg/dl, without reported ketosis, or other clinical symptoms. Outcomes included no need for back-up therapy, no professional medical intervention, and no assistance from others. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia with cause unclear but likely related to infusion set performance rather than a malfunction of the ilet system. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.